Manufacturer narrative:
The technician found corrosion on the siderail latch and latch pin. The technician replaced the siderail latch to repair the bed.

Event description:
Info received indicates the right intermediate siderail will not latch in the up position.